Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the chair will turn off but will either flicker and not power on or refuse to turn off.

Manufacturer narrative:
The joystick was returned for evaluation, however subsequent testing could not verify the complaint of chair will turn off but will either flicker and not power on or refuse to turn off. The issue was not able to be duplicated. Per the evaluation, the joystick passed the bench test. The underlying cause of the complaint issue could not be determined after reviewing the documentation in this investigation.

Event description:
The provider states the chair will turn off but will either flicker and not power on or refuse to turn off.